Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device suddenly stopped. It was also observed that the battery was dead and it was no longer possible to charge it again, the housing was cracked and the case was broken and the motor was blocked. The device failed following pretests: general condition and lever and check motor shaft abrasion and free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power module device suddenly stopped working even though it was fully charged. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.